Event description:
It was reported the customer was hospitalized on (B)(6), 2015 due to diabetic ketoacidosis. Reportedly, the cannula was not inserted into the customers' skin correctly, and customer was not receiving insulin throughout the day. Customer was treated through intravenous fluids and insulin, and was released from the hospital on (B)(6), 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.